Manufacturer narrative:
The reported events were lead dislodgement due to twiddler¿s syndrome, failure to capture and failure to sense. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no any other anomalies.

Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right ventricular (rv) lead and right atrial (ra) lead exhibited loss of capture and loss of sensing due to dislodgement. Chest x-ray imaging performed showed both the rv and ra leads dislodged and twiddled out of the atrium and the ventricle, almost all the way back to the pacemaker. The physician elected to explant and replace both leads. The patient was in stable condition.